Event description:
Device #2 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, "the suture broke during the knot formation." The device was removed and a second proglide was attempted with the same results. A third proglide was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part# 12673-05, lot# 89019-6h indicated is being filed under a separate medwatch MFR #. The customer reported the device was discarded. The lot # was provided. Review of the device history record for this lot did not produce any findings relevant to this report.